Event description:
It was reported that the patient underwent an initial right tka (total knee arthroplasty). Subsequently, the patient reported having lower leg swelling which they are treating with medication. Devices remain implanted. No further information is available.

Manufacturer narrative:
D10: 02-010-01-0320 - logic femoral ps cem right sz 2. 02-012-35-2013 - logic tibia ps mod insrt sz 2 13mm. 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.